Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented remotely via fastpath with a low remaining battery longevity on the patients implantable cardiac monitor. It was noted that the battery gauge was not displaying a low remaining capacity due to elective replacement indicator flag being triggered before implant. Engineering team was sent the session records for analysis. Patient condition was stable.